Event description:
The field service representative reported the user received questionable results for alt (alanine aminotransferase), calcium and bicarbonate. The user stated the issue had been ongoing since (B)(6) 2009, however no specific patient data was provided until 07/28/2010. Of the data provided, the results for three patient samples were discrepant. Patient sample 1 initial alt result was <5 u/l, repeat result was 43 u/l. The initial result was reported outside the laboratory and was later corrected after repeat testing. The patient was not affected by the erroneous result. On (B)(6)2010, patient sample 2 initial calcium result was -3.13 mg/dl, repeat result was 9.4 mg/dl. On (B)(6)2010, patient sample 3 initial alt result was 0 u/l, repeat result was 24 u/l. (B)(6). The initial results for patient samples 2 and 3 were not reported outside the laboratory. The reagent lot number for alt was not provided. The calcium assay was a non-roche assay. The field service representative suspected the cause was a sample probe issue and replaced the sample probe spring and guide. To verify the analyzer operation, he ran precision testing with results within specifications and checked the alignment of the reagent probes with the bottles which was acceptable. The user ran quality control with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.